Event description:
During the procedure the needle was stuck in kidney patient. The doctor had to make a surgical biopsy.

Manufacturer narrative:
No discrepancies were noted in the device history record for this lot. There were no other prior similar incidents reported for this lot. The biopsy gun was not returned for evaluation. A device gun in stock was evaluated with the returned needle. A physical examination did not show any damage to the needle tip. The needle was intact. During the product evaluation, it was discovered the needle would not cock. The IFU states, "cock the actuator handle twice in order to activate the device for firing." The needle has to be cocked in order for the doctor to take the biopsy. The IFU has specific instruction for inspecting the product for damage prior to use and cocking the gun. Additional information was requested three times from the end user to help in determining the root cause of the complaint. However, no information has been received as of the date of this report. The biopsy gun was not received; therefore, it was not determined if it was working properly. It is possible that the complaint may be related to the biopsy gun because no damages to the returned needle was noted. The complaint could also be related to the end user not following the special procedures as indicated in the IFU for cocking the gun before the biopsy. Without additional information such as was the needle and gun examine prior to use, were the directions for use followed for firing the gun, did the needle actually stick in the kidney or did it not fire so a surgical biopsy was performed, etc. The root cause of the complaint could not be determined. If additional information is received, the complaint report will be updated.